Manufacturer narrative:
Corrected data: upon further review it was determined that the device code reported in the initial report of "lens damaged" was incorrect. It was replaced with "dc-difficult to use". Therefore, making reportability decision downgraded. This report is being submitted to correct initial report. Based on this information, we are no longer considering this event as reportable. Field below updated. Section h6: medical device problem code: 1487. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) is too stiff to implant. The plunger missed lens. No patient contact. The patient is fine post-op. The procedure was completed with the back-up iol. No other information is provided.

Manufacturer narrative:
Section e1: email address: unknown/ not provided. Device evaluation: product evaluation was not performed because the product has not been received. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.